Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample (patient= 0.138 ng/ml vs. Expected 0.019 ng/ml) processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The troponin result of 0.138 ng/ml was reported from the laboratory, however, another troponin test was unintentionally processed on the affected sample. A corrected troponin I es result was issued from the laboratory. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible troponin I es results. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. The investigation could not determine a definitive cause. There was no indication that an instrument related issue contributed to the event. Additionally, a vitros tropi es issue has been ruled out as a contributing factor. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown. However, a pre-analytical sample processing issue cannot be ruled out as potential contributing factor.